Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per physician report, the patient¿s expiration was not attributed to the perclose prostyle device but from a fatal arrythmia (ventricular tachycardia) that occurred on (B)(6) 2025. The patient effect of tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to guide separation may include, but are not limited to, challenging anatomy (patients with femoral vessel calcium which is fluoroscopically visible at access site); high angle of insertion, excessive downward force; aggressive downward or torsional pressure by user. Separation of the guide may have prevented the foot from closing contributing to the reported device entrapment. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented to the cath lab on (B)(6) 2025 with acute myocardial infarction. A non-abbott heart pump device was inserted via the mildly calcified right common femoral artery. On (B)(6) 2025, the patient returned to the lab for removal of the non-abbott device, and a post-close approach to the right common femoral artery was attempted using the perclose prostyle device. During step 3, while removing the plunger, the patient exhibited significant movement (bucking and jumping), which created difficulty in removing the device. Once the patient was stabilized, the physician observed that the prostyle had fractured, with the distal end of the guide sheath remaining within the patient¿s anatomy. A procedural unspecified 16f sheath was inserted and a snare device was able to successfully retrieve the fragments of the broken prostyle device from the body; however, vessel damage occurred. The patient was transferred to the operating room with the vascular surgery team with the intent of removing the 16f procedural sheath and repairing the femoral artery. This was never possible due to the patient "coding several times" (ventricular tachycardia / irregular cardiac rhythm) upon initiation of anesthesia. Resuscitation attempts were made; however, the patient expired on (B)(6) 2025. Per physician report, the patient¿s expiration was not attributed to the perclose prostyle device but was related to the arrythmia / ventricular tachycardia (related to anesthesia) that occurred on (B)(6) 2025. No additional information was provided.